Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown stem was reported. The event was confirmed by clinician review. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received image of the device was performed which noted nothing noteworthy. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided for a review to the consulting clinician which noted, "confirmed displaced fracture medial femoral condyle necessitating revision." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient underwent revision due to fracture of the medial femoral condyle. The available medical records were provided for a review to the consulting clinician which concluded a confirmed displaced fracture medial femoral condyle necessitating revision. The exact cause could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
It was reported that the patient's right knee was revised due to fracture of the medial femoral condyle. A femoral component with 3 augments and a stem, and an 8x11 ts insert were revised to a ps femur with augments, competitor plates and screws, and an 8x13 ts insert. Rep confirmed that there were no allegations against the revised insert. Rep confirmed that otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to fracture of the medial femoral condyle. A femoral component with 3 augments and a stem, and an 8x11 ts insert were revised to a ps femur with augments, competitor plates and screws, and an 8x13 ts insert. Rep confirmed that there were no allegations against the revised insert. Rep confirmed that otherwise, no further information will be released by the hospital or surgeon.